Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump had an inaccurate alarm history for that evening. The reporter did not allege any harm or injury because of the alleged issue. The reporter indicated that the pump gave a replace battery alarm. She claimed that the pump gave another replace battery alarm minutes after the battery was changed. However, a review of the pump's alarm history only showed the initial replace battery alarm for the night of (B)(6) 2012. In addition, the reporter claimed that the pump did not properly give a low battery alarm prior to the replace battery alarm. The alarm history was reviewed back to (B)(4) 2012 and there were no recorded low battery alarms. The pump was replaced. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump did not properly give a low battery alarm prior to obtaining a replace battery alarm. In addition, the reporter claimed that the pump did not correctly record a replace battery alarm. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on evaluation, the battery cap that was returned with the pump was noted to be damaged and the pump would not power. A test battery cap was used for testing and enabled the pump to power on. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours and no rebooting or power issues occurred. The pump displayed the verify screen and had operable auditory and vibratory alarms. Review of the alarm history showed one "replace battery" alarm on the date of the alleged event after several time/date related reboots had occurred. During testing, low battery and replace battery warning/alarm was generated and recognized by the pump and accurate reflected in the pump history. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was disassembled and found to have a leaking internal battery (bt1). Also unrelated to the complaint, the audio bolus button was found to be intact; however had intermittent response when pressed. The cover was removed for investigation and revealed a slug was misaligned.